Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge 1 alarms. After the alarm, the customer did not load or reload the cartridge, but tapped "resume insulin". The customer's blood glucose (bg) level was 258-300 mg/dl and a bolus of insulin was used to address the bg level.